Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported vent inop / high o2 alarm. No patient harm reported by customer.